Event description:
On (B)(6) 2025, a 62-year-old woman arrived in cardiogenic shock with a measured ph 6.99 and a lactate level of twenty millimoles per liter, indicating a critical clinical condition. During preparation for placement of an impella cp device for hemodynamic support, it was noted that the sealed device packaging box contained an incorrect sheath. Specifically, a 23 french sheath intended for right-sided circulatory support was found instead of the required femoral arterial sheath. An additional packaging box was opened to obtain the correct femoral sheath, which resulted in a delay in initiation of device support. The event is being conservatively reported as a patient death; however, the patient¿s underlying critical condition is believed to be the most likely cause of the outcome.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Manufacturer narrative:
B1 and b2: added death and death date, this was omitted in the initial report in error. B1: added product malfunction. H1: added death. H6: added code f02. H6: per a review of the complaint record, omitted code a0207 and added code a020102.

Manufacturer narrative:
Defective component: the cause of defective component cannot be determined since no product was returned and insufficient clinical details were provided.